Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The twisting of the driver is an intentional design concern in order to prevent fracture and failure of the screw. Additional design work has started in order to improve the customer satisfaction with the driver as part of the pms activities. Response from surgeons is that there is no risk to patients when the driver fails, as the surgery can be completed with the solid driver in each case. The driver was shipped conforming from biomet facilities. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history identified an issue which was already addressed. The material properties are referenced in the I/o risk table under section 11.1: the failure rate of the driver is in excess of the anticipated failure rate of 1 in 100 to 1 in 1000. "T7 driver tip will be of sufficient length such that as the driver is torsionally loaded, the tip will plastically twist before breaking". Multiple MDR reports were filed for this event, please see associated reports: 1825034 - 2015 - 03657 / 03657 - 1.

Event description:
It was reported patient underwent a scarf bunionectomy on (B)(6) 2015. During the procedure, the driver fractured while implanting the screw. Another driver in the set was used to complete the procedure. Additionally, one screw was removed after implantation because the surgeon preferred to use a different length. No adverse events have been reported as a result of the malfunction.